Manufacturer narrative:
Additional information was obtained from the initial reporter: the issue occurred during a training session which was not performed on a patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a mirrored image issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have attached endoscope adapter (aea) damaged or friction/binding issue. The complaint regarding mirrored orientation was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the endoscope image was mirrored and the endoscope moved with unintuitive/reversed motion. Poor camera control could result in tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope image was mirrored. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope moved with unintuitive motion. The endoscope either did not move or only moved a quarter of a turn. The endoscope was properly installed. The camera problem occurred when the camera orientation was either 30 degree up or 30 degree down. To correct the issue, the site removed the endoscope from the arm and tried to install it again. This did not help. Then they had to turn the system down and up again. Then the endoscope was not in reversed control, but as soon as they changed the scope to up or down from the surgeon console or the vision cart ¿ then the endoscope did not orient and the image and controls was reversed again. During the reported procedure delays, there was no critical steps observed for the patient. The site indicated that they have experienced the error in various specializations, e.g. Urology, colorectal surgery and hernia operations. This is something they have seen in periods over the last 4-5 months. However, it was not in all operations where they changed the picture from looking up to looking down. The site experienced the errors during other procedures as well.